Event description:
It was reported that there was a failed pm. The customer reported a death - over infusion event (B)(4) and submitted 7 different event and error logs. Included was a list of failed pms. The first was an lvp 350-35309 with a failure result of "failed the rate accuracy test on the pm. The result rate was 11.46 grams to 12.41 grams." Although requested further information not provided.

Manufacturer narrative:
The report of a failed pm (calibration issue) was not confirmed. The device was not returned for investigation. The pump module device logs were received for investigation. Log analysis results: the event time and date were not provided; maintenance events are not recorded in the device logs and the customer¿s event could not be verified. A review of the device error logs found no relevant errors for the returned device. Device history review: a review of the device history record showed the device had a manufacture date of 07 november 2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : only the device logs were provided for evaluation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was a failed pm. The customer reported a death - over infusion event (B)(4) and submitted 7 different event and error logs. Included was a list of failed pms. The first was an lvp 350-35309 with a failure result of "failed the rate accuracy test on the pm. The result rate was 11.46 grams to 12.41 grams." Although requested further information not provided.